Event description:
It was reported that during a hand assisted laparoscopic sigmoid colectomy, on the fifth firing using a blue reload the device was fired and the knife did not return back to the home position. The reverse knife button was used and it did not work. The surgeon used the manual override and the device was opened and removed. There were no unexpected noises heard and the device was fired in conjunction to the first staple line, but did not cross. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Damaged pcb component the analysis found that device was returned in good visual condition and with no cartridge loaded on the device. Furthermore, the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then the device was tested for functionality. Upon firing, the device continues its firing once the firing trigger is actuated and released. The knife did not return automatically to home position. However, the staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the firing switch was noted to be not working properly leading the failure mode found during testing. When the firing trigger is released during firing the switch remains activated therefore, the device does not stop and continues its firing sequence. Also this condition leads the knife does not return to home automatically and the knife reverse button does not work. The batch record was reviewed and no anomalies were noted during the manufacturing process.